Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility in (B)(4) reported the vitrectomy cutter did not cut well. It was replaced with another one. No patient injury reported.